Event description:
The customer reported obtaining erroneous accu tni (troponin I) results, in the risk stratification range, for one pt when using the unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing with two other instruments. No reports of death, injury, or change to pt treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was lithium heparin with a gel separator that was centrifuged for 3 mins at 8000 revolutions per minute (rpm). The sample appearance was normal. There were no flags or errors associated with the erroneous results. Quality control (qc) was run and was within the customer's established ranges. A final system check was performed without troubleshooting the failure and met specifications. The customer reviewed results days prior to this event and is not questioning any other results or assays besides the results in the table shown. The field service engineer (fse) was dispatched and addressed two issues. The first was a loose substrate probe with the internal tubing extending too far past the probe and becoming contaminated. The other issue was the ultrasonics voltage had decreased out of specifications from 185-178 down to 160 voltages. The fse corrected these issues and performed and an accutni precision run met the published specifications. Of note: the substrate probe tubing extending 1 inch beyond specifications could cause carryover or contamination, which would produce higher than expected accutni results. Although hardware issues were addressed, other results generated at the time of the erroneous result were reproducible. Therefore, no definitive root cause could be determined for this event. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.